Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 02/05/2018, belt 09/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data indicates the patient received eight inappropriate treatments in response to CPR/motion artifact and oversensing of low amplitude cardiac signal on the date of passing. The patient was in sinus bradycardia at 40 bpm with pvc's at 04:07:35. The patient's rhythm degraded to asystole, then transitioned to an idioventricular rhythm at 60 bpm with nsvt before degrading again to asystole at 04:11:28. The patient's rhythm transitioned to vt at 110 bpm at 04:16:38. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from detecting the vt arrhythmia. The patient's rhythm then degraded to asystole at 04:16:40. The patient received the first inappropriate treatment at 04:18:32. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient received the next seven inappropriate treatments at 04:19:04, 04:25:22, 04:25:54, 04:26:59, 04:28:14, 04:28:42, and 04:29:23. The patient's rhythm at the time of each treatment and post-shock rhythm were asystole with CPR/motion artifact. The electrode belt was disconnected at 04:30:13. It was not reported who disconnected the electrode belt.